Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and had difficulty breathing. Possible oversensing was noted on the right a trial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.